Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "when deploying the distal thoracic graft, the bottom stent fixation didn't deploy as it was still held in the cap after the deployment steps had been followed. This was an emergency repair and the patient bp was falling which made the procedure very stressful. I think this happened due to the clinician over-correcting the position during deployment of the graft which pushed the cap up when it was supposed to be pulled down. The graft deployed in the right place and there were no adverse effects with regards to the thoracic stenting." Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the reported information in this complaint file states difficulty in releasing the bare stent from the bottom cap where the outcome of this procedure is correct stent graft placement with no adverse effects. No product was returned. Two pre-implantation ctas and implantation angiography are provided for the investigation. As per imaging review, retention of the bare stent in its cap after deployment sequence completion is confirmed. The entire delivery system including the sheath had been advanced as a unit such that the bare stent was still within the delivery catheter cap even after deployment sequence completion. Completion of the deployment sequence did not relieve enough crowding to release the bare stent. The stent was easily released by retracting the delivery catheter. According to the complaint history, the likely cause for this failure occurs when the outer sheath is not pulled back during the release of the bare stent from the bottom cap described in the IFU: "to release the distal bare stent, stabilize the introduction system and slide the black sliding gripper over the gray tube and outer sheath in a distal direction until it locks automatically into position next to the blue rotation handle. The release window on the handle next to label 3 will turn green. If the window has not turned green, slide the black sliding gripper until it locks with the blue rotation handle." The reported repositioning was likely secondary to the celiac artery origin's close proximity and ambiguity as to where the origin was exactly located. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.